Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection found no issues. A functional evaluation revealed a blade stall error and overheating of the power cord. Further evaluation revealed there was a short in the power cord. The complaint was confirmed, and the root cause was associated with a short circuit in the power cord. Factors which can contribute to a shorted power cord include rolling a heavy cart over the cord or excessive bending of the cord. It was determined the device contributed to the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat event. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a knee scope procedure, the cord of the mdu was overheating and an error code appear on the dii console. The procedure was successfully completed with no delay using a back-up device. No patient complications were reported.